Event description:
Reaction to a contact lens cleaning solution after soaking of a contact lens in the solution and placing the lens in the right eye. Adverse events noted after placement of lens in eye included eye pain (burning), conjunctivitis, inflammation and edema of lid, and lacrimation. These events were noted 15 seconds after placement of lens in eye. The consumer called the co and provided detail on what happened with their product. The consumer asked if they would receive a follow-up call from FDA and they said they might. Consumer is concerned that the labeling does not adequately warn consumers not to place the contact lens in eye immediately after soaking in the solution. According to the complainant, the labeling does provide guidance, but it is not easily found and appears at the end of the literature detailing the product's use. When asked what action was taken regarding treatment, the pt said that they planned to go the emergency room. The complainant also stated that they may consider litigation against the MFR because the labeling does not sufficiently instruct consumers how to use the product.